Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. DHR review: a review of the DHR was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis - with respect to the returned xenon lightsource, the described failure is being addressed by an internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause - the issue of power supply failure is being investigated under internal quality plan.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) would not power on. Fuses were blown in the power receptacle. The fuses were replaced. However; the issue reoccurred. It is unknown if there was patient involvement. However; no patient injury or surgical delay has been reported.